Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the ins setscrew stuck and would not accept the lead.

Event description:
The manufacturing representative reported that lead would not full insert into interstim. Lead would not fully insert and show all four blue electrodes. Set screw loosened several times, lead was inspected and found normal. Tech services were called for additional ideas. None were provided. Another interstim was opened and the lead inserted completely without incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. Additional review determined method codes (B)(4) and (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of product ID# 3058 revealed that due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient¿s weight was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, product type lead .

Event description:
Additional information from the manufacturer representative (rep) reported the healthcare professional (hcp) attempted to insert the lead multiple times and loosened the set screw. The rep noted the issue seemed to be isolated to the implantable neurostimulator (ins). The rep noted a new ins was used without issue, and the device would be returned.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, product type lead.

Event description:
A manufacturer representative (rep) reported the healthcare professional (hcp) had tried to reinsert the lead 5-6 times and cannot go pass the last electrode. The rep reported the hcp also had tried using a forceps to stabilize the lead, which was unsuccessful. The hcp had tried unscrewing the set screw which was unsuccessful. The rep stated the hcp had another implantable neurostimulator (ins) ready to swap out. There was no visible damage to the lead. There were no symptoms reported. The indication for use is unknown.